Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was wet and was not turning on. It was reported that they had motor error and had damage on the right upper corner. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.